Manufacturer narrative:
Product analysis: navigation was inaccurate by about 2 mm. Second spin was accurate. The issue was resolved. The s7 accuracy was tested with the blue spine model and navigation was accurate. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site felt 2mm inaccurate post spin. Rep suspected frame movement and requested the site to re-spin. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.